Event description:
Per the clinic, the patient developed a skin flap necrosis and skin breakdown followed by an extrusion of the device. Subsequently, the patient was hospitalized and was treated with IV antibiotics (specific date and duration not reported). The patient also was treated with oral an topical antibiotics (specific date and duration not reported) however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at around the magnet site.